Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos computer, reloaded software, and replaced the intelligent shut down device. System operates as intended.

Event description:
The customer reported the system displayed a system error. No pt injury was reported.